Event description:
It was reported the pt underwent surgery in 2008, due to pain and redness around the stimulator pocket incision. A revision was performed of the left side pocket. The generator was pulled out of the original abdominal pocket and placed in a new pocket that was established below and medial to the original site. Ten days later, the generator was removed, due to pain and swelling consistent with focal infection. The generator was removed along with purulent fluid. The pocket was cleaned and the pt received antibiotics. The pt recovered without sequela. The pt will undergo re-implant in the future.

Manufacturer narrative:
.